Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on 06/06/2012, she indicated that she did not witness any smoke, fire, sparking or melting but confirmed a breach in the transformer housing. She stated that she moved it from downstairs to upstairs, used the pump, and when she went to move it back downstairs, it came apart (the whole casing came off and left all the elements exposed). Looked like it cracked where the screws were. Eval summary, for details of the analysis / evaluation performed on the power supply. In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.3 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the transformer was frayed and the wires were showing. Customer was advised to use the battery pack until a replacement power supply was received. No injuries were reported.